Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2004. Sought medical treatment for redness and swelling at the piercing site 5 days later and oral antibiotics were prescribed.